Manufacturer narrative:
The product was returned for review. Visual examination found small scratches on the lateral surfaces and the radiused shoulder of the implant. The articulating surface had sharp blade cuts and unidirectional scuffing. The cuts likely occurred at implant removal. While unconfirmed, the scuffing is not inconsistent with the scuffing observed on the cartiva in the cartilage wear study which simulated the equivalent of 5 years of aggressive use. The height of the device was within the post-sterilization value range. An evaluation of the diameter found the device to be slightly below the validated post-sterilization values. Based on the visual and dimensional observations of the returned device, no definitive conclusion could be drawn regarding the reported event. On november 10th, 2020 stryker trauma and extremities acquired cartiva, wright medical, tornier inc. And tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR/vigilance process.

Event description:
Explant of device and replaced with another car-10 implant.